Manufacturer narrative:
Model number/catalog number: sc-2218-50: serial number: (B)(4), batch/lot number: 15499958/15644421, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-2218-70: serial number: (B)(4), batch/lot number: 15450639, model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn as they were kept by medical facility.

Event description:
A report was received that the patient experienced lead migration, secondary to a fall, that was not device related. The patient underwent a lead replacement procedure and was reportedly doing well postoperatively.